Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test, occlusion test, self test and a21 error test. Pump passed all operating currents tested within the spec range and passed off no power test. Unit was programmed with testminilink transmitter and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the 100 value properly on display graph. No weak signal alarm noted. Pump received with broken battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.

Event description:
The customer reported via phone call that they recently had a blood glucose level over 600 mg/dl. Customer had a blood glucose level of 370 mg/dl on the day of the call. The customer also reported that the insulin pump's battery compartment was damaged. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.